Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original. At an unk time after starting super poligrip original, the pt experienced neuropathy, loss of sense of taste, numbness, tingling, zinc increased, memory loss and taste alteration. He stated that (B)(6), tea and coffee do not taste like they should. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the events were unresolved. Consumer stated he is not using super poligrip cream and not wearing his dentures at this time. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).